Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the bpm segments in the hundreds place are missing. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powered on and off using lab stock batteries since the customer's batteries were not provided. The display (led) segments were dim and barely legible. The faulty segments would sometimes brighten when the unit is moved due to an intermittent instrument board failure. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that the bpm segments in the hundreds place are missing. No consequences or impact to patient were reported.